Manufacturer narrative:
This report is submitted on august 30, 2023.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). The patient's head was wrapped as recommended by cochlear. Subsequently, the patient was placed under general anesthesia on (B)(6) 2023 in order to place the magnet into correct without surgical intervention. The implanted device remains.